Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that a loss of prime warning occurred 3 or more times, during which at least 3 separate cartridges from 2 separate boxes were used, within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 01/29/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/14/2015 with the following findings:several 'loss of prime' warnings, which were due to non-zero-value low force readings and can be indicative of the type of issue that was reported, were observed in the black box data. The pump was exercised for 24 hours, during which no 'loss of prime' warnings were observed: the reported issue was not duplicated. The pump successfully performed the bolus and prime sequence functions. The pump passed a force sensor calibration check. The pump case was removed, and no evidence of internal damage or defect was found. During the analysis, the pump operated according to the specifications.